Manufacturer narrative:
It will not be possible to determine if other factors caused or contributed to the failure of the parts since the chair was repaired by the dealer and will not be returned to sunrise medical. The replacement parts were shipped to the dealer on (B)(6) 2017. Sunrise medical requested from (B)(6) the return of the original gas struts for evaluation since he had already repaired the chair and returned the chair to the end user operating to specification. An investigation and evaluation of a similar incident has determined that the qm710 wheelchair is designed to operate normally and safely with only a single side of the suspension functioning properly. It is clear from the evidence that the one-side of the suspension was compromised before the other side suspension started to degrade. Therefore, since the one side degraded first, and this degradation would be fully detectable by the user (the front caster would float in the air) the end user would have been alerted to an issue with the chair prior to any deterioration to the other side suspension. The following warning is provided in the user's manual (pg. 25, clause a, item 2) which states "if you have discovered a worn, bent or damaged part, repair or replace them with recommended parts before returning this chair to service."

Event description:
Per dealer (B)(6), the user was riding in the chair approximately 2 weeks ago when the incident occurred. The specific date of incident was not available. (B)(6) stated that the chair allegedly rocked and lost traction and the user fell out of the chair. (B)(6) advised the user broke her right leg and is wearing a neck collar. (B)(6) stated that the chair was inspected and it was determined by their service department that the suspension struts were where the failure happened. He alleges that this is what caused the rocking and loss of traction.